Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for fluid leak, suction problem and material split. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000 implantable port allegedly experienced fluid leak, suction problem and material split, cut or torn. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, sex and weight were not provided.